Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported she woke up this morning and the screen on her insulin pump was blank. She stated the device alarmed battery out limit at 3:00 am, but she did not hear it. Customer's blood glucose was 366 mg/dl. She treated with a manual injection. The device shows no damage. Customer stated she puts the device on the sink as she takes a shower. She was advised to keep the device in a separate room when taking a shower. Fluid is not visible under the display. The battery out limit alarm occurred with the first battery installation after customer received the device in shipping mode. Customer was advised this is normal behavior. Customer declined troubleshooting for high blood glucose. She was advised to monitor the device and call back if needed. Nothing further reported.